Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. After release, the watchman implant moved into the descending aorta. The patient was transferred to another hospital and the watchman implant was removed 26 days post index procedure. The patient is still admitted at the time of reporting.